Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the report of leakage from the cassette section occurred during a test. The surgery was performed and completed after replacing the product with another one. When the cassette was latched, the message "leakage" was displayed the same comment appeared even after latching the cassette again, so it was removed. The error code was unknown there was no patient involved.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected, and no obvious defects were found. The probe manifold and the infusion cannula line were not returned. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated console representing the current software version was used to test the sample. The ball in the drip chamber¿s check valve moved freely, per specification. The submerge leak test was performed on the cassette. No leakage was observed. The sample was tested with the lab stock probe manifold and infusion cannula line. The sample could prime and pass iop calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the bss bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. The cleaning process was able to be performed after the functional test had been completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor the data for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).